Event description:
A diabetes educator, contacted lifescan, on behalf of a pt, alleging that a pt's sure step enhanced meter was reading in the incorrect units of measurement. The educator contacted lifescan after the pt had left his appointment with the educator. The educator said the pt "thought his readings were as low as 56 (5.6 mmo/l equals 101 mg/dl), so he came to see her". The educator looked at the meter reading and discovered that the meter was set to mmol/l instead of mg/dl. She switched the meter back to mg/dl. The pt received no treatment. The educator told the customer care rep (ccr) that the pt had not entered the set up mode of the meter to change the meter units of measurement. No products were replaced.